Event description:
It was reported that a revision surgery was performed due to two broken wires on the proximal ring. Confirmed wires were broken on (B)(6) 2020, however a retrospective inspection of the x-rays confirmed wires broke on (B)(6) 2019.